Event description:
The physician stated that when the data was pulled up on the pc of the system, it was corrupt. They tried automatic registration and it did not work so he switched to manual. The virtual images were okay and he got an acceptable registration score. However, when the navigation screens came up, they were all distorted. The physician chose to continue to the case. The physician tried to sample the lesion when about 3cm away from it. A pneumothorax was noticed and the physician placed a chest tube and released the pt from the hospital. The following day the chest tube was removed.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guide procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.